Event description:
The customer reported to olympus that the colonovideoscope had insufficient air to clear water from the objective lens. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that due to the clogging of the nozzle, water removal ability did not meet the standard value; due to wear of the angle wire, bending angle in the up direction did not meet the standard value; due to wear of the angle wire, the play of upward/downward angulation control knob was out of the standard value, adhesive on bending section cover had a chip, the image guide protector had a scratch, the protector of universal cord on suction connector side had a scratch, the scope connector cover unit had a scratch, free-engage lever had a scratch, the free-engage knob had a scratch, upward/downward angulation control knob had a scratch, right/left knob had a scratch, switch box had a scratch, scope cover had a scratch, universal cord had a scratch, suction cylinder was shaved, the control unit had discoloration, control unit had a scratch, adhesive on bending section cover had a chip, due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value, suction connector had a scratch, probe cover had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.